Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, pdm malfunction and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's father that a patient had a high blood glucose reading. The personal diabetes manager (pdm) was reading high over 500. But the dexcom was reading 335 mg/dl. The patient also had abdomen with pain, diarrhea, vomiting and was not feeling well. There was no information provided on treatment.